Event description:
It was reported that the asymptomatic patient presented to hospital due to right ventricular lead exhibiting high thresholds. A chest x-ray revealed the lead had dislodged. The lead was explanted and replaced successfully, the patient was discharged one day post implant. No additional information was available.